Event description:
Crm service notification text (B)(6) 2022 10:46:11 erp_rfc_user related svn (B)(4) crm service notification text (B)(6) 2022 10:45:14 quetua2 customer concern: the pump clip railings are snapped off note: the date is just an estimated date dop114-980doc: bumped/dropped/cosmetic damage advise customer to disconnect from the pump: yes is customer calling back after being instructed to call for troubleshooting upon receiving tubing clamp?: no does customer report pump has been bumped/dropped?: bumped does the infusion set show signs of damage?: no does the reservoir show signs of damage?: no does pump show any signs of physical damage?: pump shows physical damage document the type of damage: crack document how the damage occurred: does not know describe the location of the damage: pump clip railings did customer report out of box damage?: no what is the type of damage?: crack is there any physical damage to pump's retainer ring?: no did damage occur while using a silicone case?: no advise customer the serialized device will need to be replaced: yes instruct customer to discontinue pump use and revert to back up plan as per hcp instructions: yes advise customer on how to put pump in storage mode after discontinuation: yes will the serialized device be replaced?: yes inform customer about product replacement policy adv that the pump will take less than 10 days to ship out adv that an email will be sent by ups for confirmation once it ships out filled out 670g pump replacement request eform

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage and broken belt clip rails. Cosmetic damage was confirmed, broken belt clip rails was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.